Event description:
Hill-rom received a report from the account stating the bed exit alarm was not alarming at the bed. The bed was located in the med surg dept. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom tech support recommended changing the scale control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the scale control board to resolve the issue. Based on this info, no further action is required.